Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The customer reported one elevator; however there were five (5) elevator #77r (part# 09-0313) returned. No response has been received at this time regarding the additional elevators. Two (2) of these were of lot 120417k17 and three (3) were of lot 042518d18. All of the elevators exhibited fractured tips. Device history records (dhrs) were reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the instruments experienced force in excess of what they were designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00782-1.

Event description:
It was reported the elevator broke. An x-ray was performed to ensure removal of the broken piece; there was a delay of 16-30 minutes. No adverse events have been reported as a result of the malfunction.